Event description:
The customer tested her blood glucose using her contour ts and contour meters. The contour ts read 130 mg/dl, while the contour meter read 66 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The customer declined to return any product for evaluation.